Event description:
It was reported that the device had complete loss of function with the ventricular rhythm at 30 bpm. It was also reported that the device had no output and no telemetry. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had complete loss of function with the ventricular rhythm at 30 bpm. It was also reported that the device had no output and no telemetry. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.